Manufacturer narrative:
Analysis of the returned device revealed that the glass distal tip exhibits devitrification, and is fractured. Signs of slight detritus adhesion between the distal tip and stripping location are present. The fiber was tested with hene laser fixture, the aim beam is visible at the tip. Based on the device analysis, the probable root cause of the failure is undeterminable. Review of lot 0622-21690460 DHR did not indicate any failures from final testing, which includes a beam test. Cause cannot be traced to device was assigned to this investigation.

Event description:
Analysis of the return device revealed a fracture on the distal tip of the fiber. There were no patient complications reported due to this event.